Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - drill. D10: cat# 110010733 lot# unk flexible silicone drill driver. G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the drill bit broke. The other part of the drill bit remained stuck in the drill driver. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h6. Visual examination of the returned product identified a fractured piece of the unknown drill bit retained within the drill driver. No product markings can be confirmed on fractured drill bit due to being retained within the drill driver. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.